Event description:
It was reported via repair work order that the cpu board stopped working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cpu board stopped working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by the customer which determined the cpu was damaged. Sent new cpu board to customer. Customer performed evaluation.